Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient became dizzy while at home, and fell. He was transported to a local emergency department (ed) and then was transferred to the implanting center. The system controller was alarming. The patient was admitted to the ICU but the vad coordinator was not sure why the system controller was alarming. The system controller was exchanged with another system controller.

Manufacturer narrative:
The system controller was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.